Event description:
This case was initially received via regulatory authority (reference number: mw5076486) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("heavy bleeding") and allergy to metals ("nickel allergy") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with hypersensitivity, headache ("headache"), tinnitus ("tinnitus"), abdominal pain ("abdominal cramps"), insomnia ("insomnia"), emotional distress ("emotional distress"), hallucination ("hallucinations"), amnesia ("memory loss"), muscular weakness ("muscle weakness"), gait disturbance ("ambulation difficulties"), palpitations ("heart palpitation"), urinary tract infection ("frequent uti") and gastrointestinal infection ("gastrointestinal infection"). The patient was treated with surgery (ablation) and surgery (essure removal). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, allergy to metals, headache, tinnitus, abdominal pain, insomnia, emotional distress, hallucination, amnesia, muscular weakness, gait disturbance, palpitations, urinary tract infection and gastrointestinal infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, amnesia, emotional distress, gait disturbance, gastrointestinal infection, genital haemorrhage, hallucination, headache, insomnia, muscular weakness, palpitations, tinnitus and urinary tract infection to be related to essure (ess205). Further company follow-up with the consumer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5076486) on 24-apr-2018. The most recent information was received on 14-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("heavy bleeding") and allergy to metals ("nickel allergy") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with hypersensitivity, headache ("headache"), tinnitus ("tinnitus"), abdominal pain ("abdominal cramps"), insomnia ("insomnia"), emotional distress ("emotional distress"), hallucination ("hallucinations"), amnesia ("memory loss"), muscular weakness ("muscle weakness"), gait disturbance ("ambulation difficulties"), palpitations ("heart palpitation"), urinary tract infection ("frequent uti") and gastrointestinal infection ("gastrointestinal infection"). The patient was treated with surgery (ablation) and surgery (essure removal). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, allergy to metals, headache, tinnitus, abdominal pain, insomnia, emotional distress, hallucination, amnesia, muscular weakness, gait disturbance, palpitations, urinary tract infection and gastrointestinal infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, amnesia, emotional distress, gait disturbance, gastrointestinal infection, genital haemorrhage, hallucination, headache, insomnia, muscular weakness, palpitations, tinnitus and urinary tract infection to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.